Event description:
It was reported that intermittently the pump wake button was unresponsive and the touchscreen response was delayed. Customer's blood glucose (bg) was 220-400 mg/dl. Customer reverted to using manual injections for insulin therapy.